Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached insulation degradation was noted at 4.5cm from the connector pin. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis.